Event description:
I had a hernia procedure in 1992 with marlex plug, surgeon dr. (B)(6). I had constant pain in area with surgeon well aware of pain. He referred me to pain management. I went back final time to him in 1996. He then mentioned to remove the mesh. I then sought a second opinion after he stated more surgery or pain management. I felt uncomfortable with the way he acted at the office visit in 1996. My second opinion with 2 doctors in 1999 from another city and hospital. They ran more tests prior to surgery to rule out any other medical issues or reason for pain and discomfort in inguinal canal to testers. Test checked out to be mesh for reason for inguinal pain. He then removed mesh in 1999. After surgery, surgeon was very honest to tell me more problems were found than he could fix at the time of removal and repair. I had adhesion from 1992 marlex plug attached to vas cord and close to inguinal nerve. The surgeon explained the reason for not removing all marlex plug due to causing future damage, numbers and pain in right groin, testicle and right leg. In 2009, I went back to first surgeon. Dr (B)(6) to let him see what he could do, knowing he installed marlex plug. He suggested immediate surgery. I listened hoping he would know how to correct damage from first surgery. After second surgery in 1999, as that second surgeon stated I had an inflamed / restricted vas cord that created a hydrocele that now needed medical attention. The right testicle was constantly inflamed and heavy with fluid from leakage from inflamed vas cord. The third surgery was an alloderm product. Now this product is creating cprs and ptsd. I am now seeking pain management monthly to maintain pain levels. I am unable to work 40 hour week, lift much or use abdominal muscles for short period of time. I take an opiod, gabapentin and valium to relieve daily pain and mental stress. Please inform others about mesh products that have been used in my groin. My doctor (B)(6) did not mention what they intended to use or potential side effects as well as second doctor.